Manufacturer narrative:
Pre-op and post op x-rays are not returned to study the fixation. Surgical notes are not available to study the surgical procedure followed. However, the surgeon mentions cement coming loose during pt's follow up visit, but there is no conclusive evidence to confirm the same. Depuy bone cement was used for the implantation which may not have been compatible with zimmer implants. This could have led to early loosening, but cannot be confirmed with the available info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt has severe pain due to loosening.